Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the outer and inner insulations were damaged and the outer coil fractured at 30.5 cm to 32.2 cm from the connector pin as a result of clavicular crush.

Event description:
This report is to advise of an event observed during analysis.